Manufacturer narrative:
Expiration date: unknown as lot # is unknown. (B)(4) this event is currently under investigation.

Event description:
A female patient of unknown age is requesting the material composition of the mr eye coil implanted in 2002. Recently she has been having an allergic reaction to something and is trying to decide if it is the coil. Additional information has been requested. However, it was not provided by the reporter at the time of this report.

Manufacturer narrative:
Age at time of event, date of birth) unknown as not provided. Date of event) information not provided. Lot not provided. Expiration date: unknown as lot # is unknown. UDI #: unknown as lot is unknown. Is this a single use device that was reprocessed and reused on a pt?) Unknown as not provided. Health professional?) Unknown as not provided. Occupation) unknown as not provided. Date of awareness) unknown as not provided. Approx. Age of device) unknown as not provided. (B)(4). Device manufacture date) unknown as lot is unknown. Investigation: a review of complaint history, drawing, instruction for use (IFU) and specifications was conducted during the investigation. The lot number of the complaint device is unknown; therefore, a search of production records for any nonconformance during manufacturing cannot be conducted. The embolization coil is produced and inspected by quality control personnel. Biocompatibility testing has been completed for the finished device. All bio-compatibility testing was completed in accordance with the iso10933 standard. Additionally, bioburden is monitored and the device is manufactured within a controlled manufacturing environment. Based on the information provided, we are unable to determine a root cause for the issue in this case. We have notified appropriate internal personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera, no further action is required.

Event description:
A female patient of unknown age advised that she has recently been having an allergic reaction and is questioning if the mr eye coil; which had been implanted in 2002. Was the reason for the reaction. Although requested, no additional information has been provided regarding patient outcome.